Manufacturer narrative:
The insulin pump was monitored for six hours with multiple basal rates. No display anomaly was noted. All operating currents were within specification. No unexpected low battery or off no power alarm was noted. The insulin pump was received with minor scratches on the display window.

Event description:
It was reported that customer experienced display anomaly. Customer reports that display began to fade in some areas and was blank in others. Customer's blood glucose was 160 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.